Event description:
Reference number (B)(4) event occurred in japan. It was reported that the patient experienced a hyperglycemia event on (B)(6) 2026. The patient's blood glucose level was 300 mg/dl and was treated with a pen. The event occurred because fat in the abdomen was cut and the skin condition was not good. No further information available.

Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.